Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal hernia repair, the needle and thread detached when inserted from a 5mm trocar, so the device was unable to be used. Another device was used to complete the case. There was no patient injury.